Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department with dizziness and experienced heart rates in the 40¿s which were below the lower programmed rate. There was possible loss of capture on atrial and ventricular leads noted on the current electrogram. The leads remain in use. No further patient complications have been reported as a result of this event.